Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. Upon removing the supplies after their treatment, a patient¿s caregiver discovered a fluid leak from within the cassette door of the cycler. The caregiver notified technical support of the leak five days after the event occurred. The patient had continued to use the cycler following the leak. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. The cause of the leak is unknown. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient discarded the cassette used at the time of the incident. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed on the cycler with no issues noted. It was noted that during treatment, a rumbling sound was heard whenever the air compressor was turned on. An internal inspection identified that the air compressor was out of its left side noise cancelling grommet. The compressor was re-inserted into the grommet and the noise was significantly diminished. The cycler underwent system air leak testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.